Manufacturer narrative:
Component code updated. Received by mfg. Updated.

Event description:
It has been reported the display had a dpms hardware failure with red line across the screen. No patient involvement.